Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('looks upside down to me/mine curve up not down/ive only seen upward curving too in other x-rays') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom from 2011 to 2013 and anxiety. Previously administered products included for an unreported indication: nuvaring from 2010 to 2011, iud from 2009 to 2010 and zyrtec. Concurrent conditions included seasonal allergy since 2010 and anxiety. Concomitant products included cetirizine hydrochloride and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), arthralgia ("pain: joint pain"), back pain ("pain: low back pain") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder.") And was found to have the first episode of weight increased ("weight gain/ loss (specified which one)weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), hypersensitivity ("I have an "intolerance"to things in the physical environment"), facial pain ("I've been experiencing significant pressure in my face"), ocular discomfort ("pressure in my face,primarily around my eyes."), asthenopia ("my eyes also felt strained and fatigue quickly"), allergy to metals ("I'm allergic to other metals"), nervousness ("I'm especially nervous"), fibromyalgia ("I had fibro"), visual impairment ("my vision is getting worse all of a sudden") and thyroid disorder ("thyroid issue") and was found to have the second episode of weight increased ("but suddenly started gaining it"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, female sexual dysfunction, back pain, cystitis, vaginal haemorrhage and menorrhagia had resolved, the device dislocation, urinary tract infection, anxiety, headache, arthralgia, hypersensitivity, facial pain, ocular discomfort, asthenopia, allergy to metals, nervousness, fibromyalgia, visual impairment, thyroid disorder and the last episode of weight increased outcome was unknown and the migraine, fatigue and alopecia was resolving. The reporter provided no causality assessment for allergy to metals, asthenopia, device dislocation, facial pain, fibromyalgia, hypersensitivity, nervousness, ocular discomfort, thyroid disorder, visual impairment and the second episode of weight increased with essure. The reporter considered alopecia, anxiety, arthralgia, back pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and the first episode of weight increased to be related to essure. The reporter commented: patient's physician has recommended removal of the essure device, her surgery has been scheduled for (B)(6) 2017. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: satisfactory placement of both essure and full occlusion of both tubes.; on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Concerning the injuries reported in this case, the following events were extracted viai social media :device dislocation,facial pain,ocular discomfort,asthenopia,allergy to metals,nervousness,fibromyalgia,visual impairment,thyroid disorder,weight increased,environmental allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: social media received : following events were added :I've been experiencing significant pressure in my face,looks upside down to me/mine curve up not down/ive only seen upward curving too in other x-rays,pressure in my face,primarily around my eyes,my eyes also felt strained and fatigue quickly, I'm allergic to other metals, I'm especially nervous, I had fibro, my vision is getting worse all of a sudden, thyroid issue, but suddenly started gaining it,I have an "intolerance"to things in the physical environment. Reporter information added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and condom from 2011 to 2013. Previously administered products included for an unreported indication: nuvaring from 2010 to 2011, iud from 2009 to 2010 and zyrtec. Concurrent conditions included seasonal allergy since 2010 and anxiety. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), arthralgia ("pain: joint pain") and back pain ("pain: low back pain"). On an unknown date, the patient experienced weight increased ("weight gain"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infections"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). The patient was treated with surgery (surgery has been scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, weight increased, genital haemorrhage, urinary tract infection, anxiety, headache, migraine, dyspareunia, vaginal discharge, fatigue, alopecia, female sexual dysfunction, arthralgia and back pain outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient's physician has recommended removal of the essure device, her surgery has been scheduled for (B)(6), 2017. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: satisfactory placement of both essure on (B)(6) 2015 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 13-jun-2018: this case is medically confirmed. The reporter information was added. This case concerns 34 year old patient. Her historical medication/condition and concurrent condition were added. Essure removal was updated. Essure indication was amended. Following events: abnormal bleeding (menorrhagia/vaginal), abnormal bleeding (general); recurrent urinary tract infections; anxiety; headaches; migraines; dyspareunia (painful sexual intercourse); vaginal discharge; fatigue; hair loss; apareunia (inability to have sexual intercourse); apareunia (inability to have sexual intercourse); pain: joint pain and pain: low back pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and condom from 2011 to 2013. Previously administered products included for an unreported indication: nuvaring from 2010 to 2011, iud from 2009 to 2010 and zyrtec. Concurrent conditions included seasonal allergy since 2010 and anxiety. Concomitant products included cetirizine hydrochloride and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), arthralgia ("pain: joint pain"), back pain ("pain: low back pain") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder.") And was found to have weight increased ("weight gain/ loss (specified which one)weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("recurrent urinary tract infections"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dyspareunia, vaginal discharge, female sexual dysfunction, back pain, cystitis, vaginal haemorrhage and menorrhagia had resolved, the urinary tract infection, anxiety, headache and arthralgia outcome was unknown and the migraine, fatigue and alopecia was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient's physician has recommended removal of the essure device, her surgery has been scheduled for (B)(6) 2017. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: satisfactory placement of both essure and full occlusion of both tubes.; on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and condom from 2011 to 2013. Previously administered products included for an unreported indication: nuvaring from 2010 to 2011, iud from 2009 to 2010 and zyrtec. Concurrent conditions included seasonal allergy since 2010 and anxiety. Concomitant products included cetirizine hydrochloride and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), arthralgia ("pain: joint pain"), back pain ("pain: low back pain") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder.") And was found to have weight increased ("weight gain/ loss (specified which one)weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("recurrent urinary tract infections"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dyspareunia, vaginal discharge, female sexual dysfunction, back pain, cystitis, vaginal haemorrhage and menorrhagia had resolved, the urinary tract infection, anxiety, headache and arthralgia outcome was unknown and the migraine, fatigue and alopecia was resolving. The reporter considered alopecia, anxiety, arthralgia, back pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient's physician has recommended removal of the essure device, her surgery has been scheduled for (B)(6), 2017. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: satisfactory placement of both essure and full occlusion of both tubes.; on (B)(6) 2015: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New reporter added. Lot number and lab data added. Treatment and concomitant drug added. Events : infection (bladder/urinary tract/vaginal) type: bladder, abnormal bleeding (vaginal, menorrhagia) were added. Events outcomes abnormal bleeding, apareunia, dyspareunia, fatigue, hair loss, weight gain/ loss (specified which one)weight gain, vaginal discharge, pain, migraines updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery (surgery has been scheduled for (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. The reporter commented: patient's physician has recommended removal of the essure device, her surgery has been scheduled for (B)(6) 2017. Diagnostic results: on (B)(6) 2015 : hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.